Manufacturer narrative:
B3 event date: this was reported to have occurred either 2/28/2025 or 3/7/2025. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was infusing propofol while in standby mode. The pump programmed to run propofol was dripping and administering medication when pump was "stopped or in stand-by mode". The patient was reported to be stable and no permanent harm caused. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.